Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling cartridges with 250 units of insulin. Customer filled cartridges with cold insulin. No impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.